Event description:
Attempted angioplasty of the proximal right coronary artery. A ptgraphix wire was used to cross the lesion unsuccessfully. A luge wire was then used again unsuccessfully. Shortly after using the luge wire it was noted that a wire fragment was attached to the intima of the coronary artery, several attempts were made to retrieve the fragment by using a snare device unsuccessfully.